Event description:
Boston scientific received information that during the implant procedure, after the pocket was closed, noise was observed on the right atrial (ra) lead.the noise was not sensed by the pacemaker, but could be reproduced with pocket manipulation. A connection issue was suspected. The pocket was reopened and the ra lead was removed and reconnected to the device. This resolved the noise issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead and device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.